Manufacturer narrative:
Since last submission, it has come to our attention that this device was not involved in a MDR reportable malfunction event. Please disregard submission on 4/25/97 of supplemental report #1 findings and codes entered h3, h6, remedial action listed in h7 and the MFR narrative in h10.

Event description:
The device was used during a thoracotomy/lobectomy procedure. Reportedly, the instrument would not open after firing. The surgeon manually manipulated the device free. No pt injury was reported.